Event description:
Additional information was received. It was reported that the subsequent procedure was postponed to a date later in the week. It was reported that inaccuracy factored into the decision to abort the procedure as the facility had one sterile reference frame and an additional sterilization would have delayed the procedure longer than desired.

Manufacturer narrative:
H2) additional information: the logs and archive from the reported issue were received by the manufacturer for evaluation. However, results are unavailable at the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: additional information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no incision had been made.

Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. No failures were found. Previously reported codes 10 (b01), 213 (c19), and 67 (d14) are applicable. Software analysis was completed, and it was determined that there were no software failures. Previously reported codes 10 (b01), 213 (c19), and 67 (d14) are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot #: version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a cranial resection procedure. It was reported that the registration was done using a non-sterile frame and once the registration was complete a sterile frame was used. At this point there was a 5-7 cm inaccuracy. They had not set up check points and claimed the patient nor were the frames moved. The surgeon did not want to re-register because they would have to undrape the patient and have the frame re-sterilized. Navigation and surgery was aborted. There was a reported delay of less than one hour and no known impact on patient outcome.